Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer temporarily suspended insulin delivery due to the altitude alarm but resolved the issue by reloading the cartridge independently. After assistance from technical support, the pump resumed normal operation, and the customer received tips to prevent future altitude alarms. There was no adverse impact on the customer¿s blood glucose level.